Event description:
Complainant alleged that while attempting to defibrillate an (B)(6) female patient, the device displayed an unknown "defib error" message. Complainant indicated that the clinician obtained another device to continue treating the patient using the same electrode pads. Complainant indicated that the patient subsequently expired; however, it was not related to the reported malfunction. Complainant indicated that during subsequent testing, the device failed self-test. During testing at zoll medical corporation, "defib fault 196" and "paddle fault" messages were seen in the history log.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.